Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and normal battery depletion was found that meets expected longevity.

Event description:
It was reported that the device had early battery depletion. The device was explanted and replaced. No patient complications were reported as a result of this event.